Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and did well postoperatively. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient received a injection of local anesthetic and steroids to reduce the pain at the pocket site. The patient was still experiencing the pain after the injection and will now undergo an explant procedure to remove the devices.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient received a injection of local anesthetic and steroids to reduce the pain at the pocket site. The patient was still experiencing the pain after the injection and will now undergo an explant procedure to remove the devices.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2138-50, serial #: (B)(4) description: scs 50cm iii lead.